Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor inserted the cvc into the left jugular vein. All 3 lumens were checked prior to insertion for patency all 3 lumens were confirmed open. Heparin infusion and other infusions started when suddenly the infusion pumps started alarming that there was an occlusion in the line. After investigating they noted that the cvc medial and proximal lumens were both occluded. They tried to open the lumens of the cvc line with acetylase and had no success. The patient was taken to or for a new line and the cvc line was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Full UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor inserted the cvc into the left jugular vein. All 3 lumens were checked prior to insertion for patency all 3 lumens were confirmed open. Heparin infusion and other infusions started when suddenly the infusion pumps started alarming that there was an occlusion in the line. After investigating they noted that the cvc medial and proximal lumens were both occluded. They tried to open the lumens of the cvc line with acetylase and had no success. The patient was taken to or for a new line and the cvc line was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".